Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the station display had frozen while a user was removing insulin from the refrigerator. A field service engineer replaced power supply. After replacement, the device was tested and released to the customer. The customer performed multiple drawer inventories across each auxiliary, main, tower door, and smart remote manager. All components were confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was totally down, and the display froze while a nurse was removing insulin from the refrigerator. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.